Event description:
Event description cpi received information that this patient has twiddler syndrome, and due to this, the atrial lead (4269) was pulled back into the svc (as verified by an x-ray). The lead had dislodged, and an invasive procedure was performed to reposition the lead. The device remains implanted.